Manufacturer narrative:
The device history review for the product weckvista access balloon port 10mm x 100mm, lot# 73e1400413 did not show any issues related to the complaint. The complaint sample has been returned to the manufacturer, however, the investigation report has not been submitted at the time of this report.

Event description:
Alleged event: when the balloon was inflated with 10 cc of air (through the syringe provided), the balloon split. The unit was removed from the patient. A second unit was used and the issue happened again. The unit was removed from the patient. A piece of the balloon fell into the patient and it was retrieved without difficulty. A third unit was used and the surgery was done satisfactorily. The patient's condition is reported as fine.